Manufacturer narrative:
Conclusion code 92 applies to the ins and conclusion code 22 applies to the lead. Additional review indicated patient code (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on 2017-oct-26. It was reported that they revised the patient¿s implantable neurostimulator (ins) on 2015 (B)(6). The hcp stated that they never placed the electrode. The hcp mentioned that the original leads were placed by different physicians in 2005 and 2017. It was noted that the hcp hadn¿t followed up with the patient since december 2015 and didn¿t have any further information to provide. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 399945, serial (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has had problems with the ins in the past. The consumer was asked what they meant by this and the consumer indicated that originally the wires that go up the back (for back and leg pain) "fell down" and were "curled up in a little ball" (the have a scan for it), so they had to put them back up. The consumer also said that when the patient increased the stimulation strength for the ins, they would only be able to increase it by 20%, "which was not answering the problem". When the patient put it higher than 20% stimulation, it starts to "zap" her. The consumer said the patient cannot increase it higher than 20% without the ins zapping her. The patient does not use it because it is painful (zaps her) whenever she tries to increase it. The consumer wants to get a senior manufacturing representative (rep) out to an appointment, for reprogramming regarding the zapping issue/ to ask if the ins is still in operation, and to ask if maybe the leads were put up against something that is should not be against. Redirect patient to health care professional (hcp) to request a more senior rep scheduled out for the appointment with the patient. No further patient symptoms or complications were reported in this event.